Event description:
It was reported that on (B)(6) 2020 the patient had prolonged non-sustained ventricular tachycardia (vt) which was treated with 400mg oral amiodarone and resolved on (B)(6) 2020. The medication was stopped on (B)(6) 2020 and no further treatment was given. The patient was to follow up with electrophysiologist regularly at an outside facility. No changes have been made to their implantable cardioverter defibrillator (ICD) settings.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 (hm3) left ventricular assist system (lvas), (B)(6), and the reported non-sustained ventricular tachycardia (nsvt) could not be conclusively established through this evaluation. The patient is ongoing on hm3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08oct2020. The current heartmate 3 left ventricular assist system instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.